Manufacturer narrative:
A visual inspection of the returned product shows the lens is torn in half and both haptics are torn off and missing. There is clear surgical residue on the lens. The cartridge has no visible damage. There is clear surgical residue on the cartridge. Conclusions: no conclusion can be drawn. Based on the complaint history, and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone intraocular lens model aq2010v and the lens tore. The surgeon cut the lens to remove it and replaced it with another model lens. No pt injury.